Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional manufacturing release date: april 1, 2003. The device history review reported: pioneer surgical technology manufactured the provisional tensioning device, part #391.884, and lot #p301262 on po #355421 for 60 pieces delivered march 14, 2003 and on po #355425 for 50 pieces delivered march 31, 2003. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 11, 2003 (po #355421) and march 27, 2003 (po #355425), and synthes final inspection sheet #391if884, revision ¿b¿. The parts were released to the warehouse on march 17, 2003 (po #355421) and april 1, 2003 (po #355425). There was no material review reports, nonconformance reports, or complaint related issues with this lot. The provisional tensioning device was made to the synthes drawing p/n 391.884, revision ¿b¿, released on january 25, 2000. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted and the report indicates that: due to an unknown cause, it was reported that the trochanteric reattachment failed to hold during surgery (cable set was used). A cerclage wire was used as an alternate. The supplier stated that upon receipt, ¿visual indication of wear is present on the cable contact surfaces.¿ further, supplier stated, ¿dimensional inspection of the saddle and housing cable contact surfaces cannot be completed due to wear. All other relevant features were inspected and found to be within specifications¿DHR review confirmed that the device met specification prior to shipping. Functional inspection: instrument would not hold cable to specifications. Once tensioned to (B)(4) kg and locked the instrument would not hold but rather the tensioned cable slipped to (B)(4) kg which is below specifications.¿ based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the trochanteric reattachment failed to hold during surgery (cable set was used). A cerclage wire was used as an alternate. The patient status outcome is unknown. There was a less than desirable treatment outcome. The procedure was successfully completed, the event resulted in a greater than a 30 minute delay. This is report 2 of 6 for (B)(4).